Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected prod has been rec'd and the eval is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the user clamped the line, flushed it and the hub connector (presumed to mean the spin collar on the male luer) came off. No pt harm or medical intervention was reported. No further pt/event info was provided.